Manufacturer narrative:
The actual bags were not received; however, two (2) unused companion samples were received for evaluation in their original sealed packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling both bags with water and squeezing firmly; no leaks were observed from the ports or anywhere else on the bags. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: occurred between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml eva tpn exactamix bags had leaked at the port. This event occurred before use. There was no patient involvement. No additional information is available.